Event description:
It was reported that the patient presented in clinic for ablation procedure. Upon interrogation, it was found that the implantable cardioverter defibrillator (ICD) had shocked the patient and had misinterpreted ventricular tachycardia episodes as supraventricular tachycardia. Programming changes were made. Patient condition was stable.